Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer blood glucose value was unknown. The customer was assist with troubleshooting. The customer stated that they were able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states notification light stopped flashing immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement and active current measurement tests; it failed sleep current measurement test. After swapping the boards into another case and replacing the internal battery with a known good battery, the device passed sleep current measurement test. Isolating the problem even further between the case and the internal battery, the high sleep current measurement is due to a faulty internal battery.